Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's scs system had stopped working. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
The initial MDR was sent in error, this is not a reportable event.

Event description:
A report was received that the patient's scs system had stopped working. It was also noted that the patient was experiencing frequent ipg charging. The patient will undergo an ipg replacement procedure. No device malfunction was suspected.